Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported bleeding could not be conclusively established through this evaluation. It was reported that there was large amounts of bleeding during an exchange from hvad to hm3. Additional pledgeted sutures were placed around the cuff/heart. Multiple hemostatic agents were applied for bleeding. The chest was packed and left open for the patient to recover. The patient remains ongoing on heartmate 3 lvas. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding.

Manufacturer narrative:
Approximate age of device: 0 days (during implant). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that there was more bleeding than usual from the connection of the pump and apical cuff during implant. As a result, the account had additional pledgeted sutures placed around the cuff and heart. Multiple hemostatic agents were applied for bleeding. The patient is stable. No further information was provided.